Manufacturer narrative:
Concomitant medical products: per manufacturer records, the patient's current pacemaker is serial (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a scs trial patient. The patient also had an implanted pacemaker implanted. It was reported that the patient started their trial on thursday (B)(6) 2017. A manufacturer representative was present for the patient¿s pacemaker. The pacemaker was interrogated that thursday and both the wireless external neurostimulator (wens) and the pacemaker did not cross talk with each other. The patient was reported to do fine. The patient had stimulation on all of the time from the beginning of the trial on thursday until the day of the call ((B)(6) 2017) on high dose (hd). The patient switched to low dose (ld) on the day of the call because the hd was not covering the patient¿s foot. The switch to ld settings was done at 12 pm to 450 pulsewidth and 60 hertz. The pacemaker was implanted in their left chest and the scs leads were in t12-l1 with the patient programmer control on their right side. The pacemaker had been tested at the max ma to the point where the patient could not tolerate the stimulation and there was no interference. At 3 pm on the day of the call the patient felt their pacemaker site on the left chest pinching them. The caller advised the patient to turn stimulation off. Stimulation was turned off for at least an hour and the pacemaker site pinching went away. The patient did not want to go back to hd settings as it was not controlling their foot pain. It was reviewed to keep the wens off until the pacemaker could be assessed. Additional information was received from a healthcare provider (hcp) via a representative clarifying that there was not a wens used. The patient had a multi-lead trialing cable and ens. The patient weight was asked but unknown. No further testing was performed as the ens was turned off for the day and the patient moved the fanny pack with the ens in it to their right hip instead of by their belly. Device information was not available. No further complications were reported.